Manufacturer narrative:
Date of event: exact date unknown, approximated date used is the procedure date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 20346301. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 18807070.

Event description:
It was reported that the patient experienced inadequate stimulation. X-rays revealed that the placement was too far left. The patient underwent an explant procedure. The explanted lead and ipg were discarded.